Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device for no power up and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and full functionality testing with the returned batteries and test power supply without duplicating the malfunction. Review of the device activity logs did not show any faults that could be associated with customer's report. The device was evaluated for the reported malfunction of "attach defib pads to patients bare chest message" and the device performed to specification. This is normal operation when the device is in rescue mode and has pads attached. The device was recertified and returned to the customer. No trend is associated with reports of this type.